Event description:
Same case as MDR ID#2134265-2012-01052. It was reported that during a stenting treatment procedure the stent moved on the delivery device and stent damage occurred. The 70% stenosed target lesion was located in the mild-moderate tortuous and mild-moderate calcified mid distal right coronary artery. The 3.0 x 38mm ion mr stent delivery system was advanced, but was unable to cross the lesion. The stent was noted to have moved on the delivery device and upon removal the distal struts were noted to be stretched. A second of the same device was used and the same thing happened. The procedure was completed with 2 unspecified 16mm and 20mm overlapping stents. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).